Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter for the treatment of deep vein thrombosis (dvt). The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the filters installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. The following additional information received per the patient profile form (ppf) indicates the patient experienced pain, blood clots, clotting, occlusion of the inferior vena cava, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device.

Manufacturer narrative:
Describe event or problem: per the patient profile form (ppf), the patient experienced pain, blood clots, clotting, occlusion of the inferior vena cava, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device. As reported in the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter for the treatment of deep vein thrombosis (dvt). The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the filters installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. Per the patient profile form (ppf), the patient experienced pain, blood clots, clotting, occlusion of the inferior vena cava, filter is unable to be retrieved although there have been no known recorded retrieval attempts, and the patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.